Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between bgm and cgm readings. The adc conducted s04 ic with the user, and the case was escalated. Following escalation, the user was instructed to re-link the sensor, and the system was monitored for three days.the transmitter was replaced under a related case. Upon review of the monitoring period, it was determined that calibrations entered after the sensor re-link were consistent with sg trends. The user was advised to continue using the system and performing calibrations as requested.per review of dms, the user's information is current, and the system is in use.

Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care reviewed general guidance on cgm lag and trends, but the issue persisted. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After monitoring for three days, the escalation team concluded that calibrations post re-link aligned well with sensor glucose trends. The case was closed after confirming the system was functioning correctly and the user had up-to-date information. B4.date of this report 27 nov 2025. G3.date received by the manufacturer? 27 nov 2025. H6. Investigation findings updated to 114.